Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt's monitor was not powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the monitor was unable to boot up due to corrupt monitor software. The root cause of the software corruption could not be positively identified. After reprogramming the software, the monitor was fully functional. No adverse event occurred as a result of the corrupt software. The pt received a replacement monitor.